Event description:
Per independent repair statement alarming or red light. 4 way valve is stuck, poppit valve is not shifting, the muffler is leaking, the sieve beds are saturated, the clamps leak, and the tie wraps are broken.